Event description:
Due to a vascular necrosis had both hips replaced with a depuy pinnacle system. Have been in increasing pain and discomfort that is way worse than before the implants were put in. Have been to the doctor multiple times complaining and after x-rays and watching me walk have been told that the implants are doing fine. I am in pain sitting, standing, can't run, hurts to walk and when I pick up anything or shift my weight, the pain is very intense. I can literally feel the metal in my leg and am considering having revision surgery. Dates of use: #1 (B)(6) 2008 - (B)(6) 2010, #2 (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: #1 a vascular necrosis. #2 a vascular necrosis.